Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, atrial functional with a little calcium, a pseudo cleft, and thin leaflets. A mitraclip was implanted without issues. To further reduce the mr, a mitraclip xt was inserted and grasping attempts were performed. However, difficulties grasping and capturing the leaflets occurred. After grasping attempts, it was observed that the leaflet tissue appeared to be frayed with mr coming through the frays. The clip was removed from the patient. The procedure was completed with one clip implanted. The mr was reduced to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (thin leaflets and pseudo cleft). Unspecified tissue injury appears to be related to patient and procedural conditions associated with thin leaflet and multiple grasping attempts (positioning failure). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.